Event description:
A patient reported she had a sudden return of symptoms. The patient stated that it was not as bad but that she leaked a little bit e specially the night of (B)(6). She noted that when does to the bathroom it seemed like it wasn't all coming out, like she was retaining some urine. The patient does feel stimulation. The patient is on program 3 at .9 v and the therapy is on. The patient noted she had tripped and landed on her left foot. The patient didn't land on the ground or hit her stimulator, but the foot was on the side of the stimulator. The patient noted she hit her foot really hard and after that she was really worn out and her body was hurting. The patient is planning on following up with her healthcare professional (hcp) on (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information from a healthcare professional (hcp) reported the pain from the patient¿s trip has been resolved. The hcp noted there were no interventions or actions taken to resolve the pain from the patient¿s trip. The hcp added the patient¿s return of urinary symptoms and urine retention has been resolved. There were no interventions or actions taken to resolve the patient¿s return of urinary symptoms and the urine retention expect for changing the program.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a loss or change in therapy. There was a fall that could be related to the issue and was not by the patient that "I¿m clumsy and I have fallen before". The patient could not recall when the falls occurred and ¿its been a while¿ and had contacted the manufacturer previously a couple of times. They stated that they had ¿fallen over, and I fell quite hard¿. They also noted they had tripped in the past. Before the implantable neurostimulator (ins) was put in "if I even heard water I would need to use the restroom right then, it makes me super nervous so I have this urgency feeling again for the past week, and also the back pain I mentioned has been more painful than usual". The patient also stated that when they slept they felt like they had to pee and when they woke up and urinates, then "it hurts, also for the past week". In addition, the patient mentioned that when the programmer batteries died ¿I get a whole bunch of pain and start peeing blood". It was unclear if the patient referred to accidently turning the stimulation off as they may be pressing the stimulation off button. The patient had an appointment with their hcp on friday. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.